Event description:
According to the available information the device was explanted and replaced due to a tubing break at the pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted and replaced due to a tubing break at the pump.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. A separation was noted on the longer exhaust tube pf the pump, near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the longer exhaust tube near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.